Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. This will be reported under 0002648920-2020-00246 MFR number.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable. This will be reported under 0002648920-2020-00246 MFR number.

Manufacturer narrative:
(B)(4). Concomitant medical products: item #: unknown, unknown stem, lot #: unknown; item #: unknown, unknown cup, lot #: unknown; item #: unknown, unknown liner, lot #: unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-04349 stem, 0001822565-2019-04350 cup, 0001822565-2019-04351 liner. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported by legal counsel that a patient underwent a right hip arthroplasty and was revised five years later due to unknown reasons. Attempts were made to obtain additional information; however, none was available.